Event description:
It was reported that the patient felt like his implantable neurostimulator (ins) was sputtering. It was noted that the ins indicated it was on at his current settings. It was reviewed with the patient that postural changes could affect the stimulation sensation but it was advised to have the healthcare provider (hcp) check the system. The patient asked if the ins was getting low if it would react like that, but it was reviewed that under normal circumstances the ins delivered consistent stimulation until it was fully depleted. The patient also asked about longevity since he was told the ins would last 2.5-3 years and it was going on 4. The patient replaced the patient programmer (pp) batteries during the call since initially it didn¿t turn on when he attempted to connect to the implant which resolved the issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the consumer reported there battery was good for about another five years. They received assistance from their doctor or representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n288196, implanted:(B)(6) 2011, product type: accessory. Product ID: 39286-65, serial# (B)(4), implanted:(B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).